Event description:
It was reported that there was a confirmed motor stall. The motor stall was noted in the event logs with no motor stall recovered recorded. The motor stall occurred after an MRI from the previous day. The patient had some return of spasticity and was being managed with oral baclofen. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.